Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dysmenorrhoea ("severe abnormal menstrual pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), alopecia ("hair loss"), rash ("rashes"), pruritus ("itching"), migraine ("migraines"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, abdominal pain lower, alopecia, rash, pruritus, migraine, fatigue and weight fluctuation had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain, pruritus, rash and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), alopecia ("hair loss"), rash ("rashes"), pruritus ("itching"), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, abdominal pain lower, alopecia, rash, pruritus, migraine, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus, rash and weight fluctuation to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: confirmed full occlusion of fallopian tubes bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter added. Removal date updated. Event : abdominal pain, menorrhagia (heavy menstrual bleeding) added. Outcome of the event pelvic pain updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.